Event description:
It was reported by a distributor that, "they had been informed by a cardiologist, that a child had had a severe skin reaction to the neoderm tape strips when they were applied to the skin in conjunction with the application of a holter monitoring kit & ECG electrodes. The skin became irritated very quickly at the site of the tape."